Event description:
--

Manufacturer narrative:
The lead was subsequently returned for testing. Microscopic visual inspection confirmed all three wires of the inner coil were fractured at 16.5 cm from the terminal pin, distal end of suture sleeve tie-down. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this atrial lead was exhibiting impedance measurements greater than 2000 ohms, high thresholds and oversensing. A revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead was subsequently returned and is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.